Event description:
The customer's spouse reported via telephone call that the blood glucose had risen to 487 mg/dl. The site was wet and was not properly inserted. The spouse was advised on how to do a manual bolus and to treat per a health care practitioner's direction. The spouse declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.